Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date hysterosalpingogram was done. In july 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (essure implant removed surgically). Essure was removed in october 2013. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, anxiety, depression, vaginal haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, and abdominal pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 13-may-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration') and genital haemorrhage ('abnormal heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date hysterosalpingogram was done. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain/pelvic pain "), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), metrorrhagia ("metrorrhagia (bleeding between periods)") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, anxiety, depression, vaginal haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, bladder disorder, metrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, and abdominal pain, among other symptoms. Patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping), metrorrhagia (bleeding between periods), fallopian tube perforation, menorrhagia (heavy menstrual bleeding), bladder problems, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-new events dysmennorhea (cramping), metrorrhagia (bleeding between periods), fallopian tube perforation were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (essure implant removed surgically). Essure was removed in 2013. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation and genital haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, and abdominal pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.